Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by (B)(4). No smooth breakage, melted. Breakage due to thermal influences-misuse. No unused parts received for investigation. Cavity #4. Tip received in two pieces. Breakage at beginning of working part. Complete working part of 28 mm received. Nothing unusual to report was found during DHR review.

Event description:
In this event a customer reported that an eddy irrigation tip broke; no injury occurred.